Manufacturer narrative:
It was indicated by the customer that the cable used during the reported event was not saved, and therefore, could not be returned to masimo for eval. An image was made available to masimo to help describe the reported event. During an on site eval, the masimo clinical specialist was unable to replicate the reported event. Add'l info regarding the environmental conditions, sensor lot info and cable lot info was requested in order to complete the investigation. Add'l info has not been made available to date and product has not been made available to date and product has not been made available to masimo for an analysis to be performed. If and when add'l info and/or product is made available for eval, a follow up report will be submitted. No pt incident was reported.

Event description:
It is noted that there are blank areas on this form, the info was not provided or it unk. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.